Event description:
Report received of an underdelivery. At 1130, line a of the device was programmed to deliver normal saline (ns) at an unspecified rate and vtbi (volume to be infused).line b was programmed in the piggyback mode to deliver an unspecified concentration of zosyn at a rate of 100ml/hr with avtbi of 50ml and the delivery was started. At 1200, the nurse reported that "half of the bag of zosyn was still left the bag. The device was infusing ns and the total volume delivered on line b displayed 50ml." The nurse reprogrammed line b to deliver at a rate of 100ml/hr with a vtbi of 25ml and the delivery was completed. The device was removed from clinical service. There were no reported adverse patient effects.